Event description:
A customer's wife reported via phone call indicating that the customer experienced low blood glucose of 45 mg/dl in the morning, but then rose to 345 mg/dl. The caller declined troubleshooting at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.